Event description:
Per the clinic, the device was explanted on (B)(6) 2013 for unknown reasons. During the same surgery the patient was reimplanted with a new device. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2014. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
(B)(4). Device is currently unavailable.